Event description:
Hcp reported the pump was removed because the "patient stopped getting relief." The pump was explanted and replaced. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is obtained.